Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pacing rate was lower than the programmed low rate. It was suspected that this was due to the patient's high potassium levels causing the right ventricular (rv) lead to exhibited t-wave oversensing (twos). The patient's potassium levels were being treated. The crt-d and rv lead remain in use and will be monitored as the patient's potassium levels improve. No patient complications have been reported as a result of this event.